Manufacturer narrative:
G4: 23jun2020. B4: 24jun2020. The manufacturer's international service technician found that the touch screen was out of the correct place where it was touched. The touch screen was calibrated but the issue persisted. The manufacturer's international service technician replaced the touchscreen and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 07aug2020 b4: (B)(6)2020 touchscreen assembly was returned for evaluation. Visual inspection of the touch screen assembly revealed no evidence of damage or contamination. It was determined that the ul_lr and ur_ll resistance were out of specifications. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 16apr2020.

Event description:
It was reported the touchscreen had a failure for alarm silence and alarm reset. The unit was not in patient use when the reported problem occurred.